Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. The customer reinstalled the display board for the workstation. The system operates as intended and was returned to service.

Event description:
It was reported that the system would not display a usable image. There is no report of a patient injury or death associated with this event.